Event description:
It was reported the atrial lead impedance was 2800 ohms the day after implant along with elevated thresholds and reduced p-wave amplitude. Follow-up attempts were unable to obtain additional specific information on the patient and the lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.